Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was less responsive had to hit twice. Customer's blood glucose value was unknown. The customer also reported that there was a crack on the screen and on the bottom left hand corner and rejected new battery. The device will not be returned for analysis.